Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3/4 of his automated peritoneal dialysis therapy. Reportedly, the home pt had awoke to find that a supply line was disconnected from a supply bag. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient discontinued therapy for the evening. No patient injury or medical intervention was associated with this incident per the home patient's daughter.